Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the interrogation resulted in an error code. The clinician cycled the power and no further errors appeared. The patient had two alert transmissions occur. One alert for the right ventricular (rv) defibrillation lead impedance out of range and the other for an unsuccessful wireless transmission. The patient did not have the monitor set up at home. The rv defibrillation impedance had been stable but gradually increased and in the past 14 days had been fluctuating. The clinician planned to discuss with the physician. It was also noted that the pacing impedance remained stable. Potential lead fracture and connection set screw potential was discussed. A follow up call was made to the clinic and confirmed that there are no connection or set screw concerns. The lead remains in use and the patient is being monitored regularly. No patient complications have been reported as a result of this event.